Event description:
It was reported during a two staff transfer of a comatose patient from bed to chair via hoyer lift, lift was suspended in air, when the lower left "s" hook came out of the sling allowing the resident to drop to the floor. Small laceration on back of head. Cat scan done, scan was negative. No other injuries were noted. Per hospital, sling is in working condition, chains for the sling were taken out of service, hoyer lift in working condition; taken to maintenance for evaluation. [The company is sending out new chains, video, and retro fit kit.]